Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was currently in the emergency room due to high blood glucose levels. Customer stated that the high blood glucose level was due to a medication change. Blood glucose level at the time of the incident was not provided. Customer declined troubleshooting and requested assistance with suspending the insulin pump. The device was not replaced or returned for analysis.